Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported. Additional information was received which reported the battery of this implantable cardioverter defibrillator (ICD) had less than three months left therefore, the physician decided to replace it while replacing the rv lead. The device is not expected to be returned as it was disposed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: with the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported. Additional information was received which reported the battery of this implantable cardioverter defibrillator (ICD) had less than three months left therefore, the physician decided to replace it while replacing the rv lead. The device is not expected to be returned as it was disposed. No additional adverse patient effects were reported.